Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if any issues arose.